Manufacturer narrative:
Based on available info, our medical determination is that this is a serious malfunction. A leaking endotracheal/tracheostomy tube cuff exposes the pt to the risk of aspiration of gastric contents and a reduction in ventilation pressure. Although there is a potential fo a serious injury, the likelihood of such an occurrence is low because these devices undergo rigorous testing and are only used in highly monitored and highly specialized settings. A leaking cuff would likely trigger alarms to alert care-givers and in most cases all that is required is a simple re-inflation by the bedside. However, in some cases of a rapid leak, the pt may require a complete re-intubation. This procedure, if carried out in expert, experienced hands, has a low incidence of serious complications. Based on investigation results, we could not determine the cause for such a big cuff tear, especially with 100% inflation/deflation test as well as visual inspection. It's possible the tear could have been induced during product usage, i.e. Cuff contacted with sharp object such as laryngoscope etc. Reported to the FDA on (B)(4) 2013.

Event description:
Complaint received as follows: "the leakage of the cuff was noted in use".